Manufacturer narrative:
The investigation of positioning issues has been completed. The pump was not returned for investigation. Data log review was not required for this case run. According to the clinical report, the impella was pulled into the aorta during the patient's transfer from the table to the bed. The cause of the positioning issue was most likely related to use, as the pump position was compromised during the patient's transfer. B1 product problem was inadvertently omitted on the initial manufacturer device report number. H6 codes 4582 and 4628 were reported incorrectly on manufacturer device report 1220648-2025-27509. New codes were added to health effect - clinical code and health effect - impact code.

Event description:
The complainant reported a patient was implanted with an impella device for mechanical circulatory support. During support, the pump fell out the left ventricle. Staff were unable to confirm the position of the pigtail, and the pump was explanted and extracorporeal membrane oxygenation was implanted. The patient expired. There is not enough evidence to exclude impella as an associated factor in the patient's outcome.

Manufacturer narrative:
The impella device will not be received from the customer. Therefore, investigation of the device is not possible. Should the device or any new information be received, a supplemental MDR will be filed.